Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 33 mg/dl. Customer went to the emergency room and received treatment with intravenous fluids, sugar water and juice, which resolved the issue. There was no reported injury, and no permanent damage was identified by healthcare providers. Customer was discharged the following day, (B)(6) 2025.